Event description:
The customer reported that they purchased a contour next one meter in UK and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a as the patient's credentials, age, gender, and weight were not provided. The customer did not provide the product information. Therefore no information was captured in section d4 (model # and serial #), and the device manufacture date (h4) could not be determined.